Manufacturer narrative:
The lot number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip of the twist drill device broke when the surgeon tried to drill the third hole to a bone fragment. According to the report, the broken tip was found on site and there were no adverse consequences to the patient. The patient was no patient harm. It was further reported that the surgeon and the staff were harmed. There were no delays in the surgical procedure. It was not reported if a spare device was available for use. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.